Event description:
Optometrist reported pt who was trial fit with lenses in 2005. The pt went to the primary care physician with a red eye and was treated with tobramycin. The red eye did not improve and the pt went to see the optometrist two weeks later. The pt was diagnosed a large superior temporal corneal ulcer and was immediately referred to a corneal specialist. The pt was successfully treated with vigamox but was left with a corneal scar impinging on the visual axis. The od stated the scar involved a third of the pt's cornea. The dr stated no cultures were taken and also reported the pt is being refit with an rgp and is corrected to 20/20 with that lens. The pt's acuity measures 20/40 + with a soft lens.